Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative the patient experienced a femoral vein puncture wound. It was further reported that the leadles s implantable pulse generator (ipg) failed to successfully pace after multiple attempts at multiple positions and exhibited high thresholds. The ipg was attempted/not used and was removed. It was further reported that the femoral vein puncture wound was closed with a figure of eight suture and the bleeding was stopped externally by applying pressure with a bandage for six hours. No further patient complications have been reported as a result of this event.